Event description:
It was reported that a revision surgery was performed due to post breakage of the insert.

Manufacturer narrative:
Additional information in implant date, explant date.

Manufacturer narrative:
The associated device was returned and evaluated. The lab analysis showed facture and deformation of the tibial post and features of wear on the articulating region of the device. Wear observed on the articular surfaces of the insert was likely caused by third body debris. The causes of the post fracture on the tibial insert could not be determined from the investigation of the device. The fractured post section was not returned. No evidence of material or manufacturing deviations were observed in this investigation. The medical investigation concluded that several attempts have been made to obtain clinical/medical documents to no avail. The insert was returned, however the product analysis did not reveal a root cause for the post breakage. Without supporting clinical/medical documents, a thorough investigation cannot be performed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.